Manufacturer narrative:
The customer contacted siemens to report two falsely elevated sodium (na) patient sample test results were obtained from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse cleaned and rebuilt the rotary valve, then performed alignments on the integrated multisensor technology (imt) module. The cse replaced the peristaltic pump tubing, primed all imt fluids, performed a power flush and an advanced clean procedure. After these tasks were completed, the instrument generated measurement errors while processing samples. The cse then replaced the imt module and the v-lyte chip. Calibration of the imt was performed and qc materials were run with acceptable results. The cause of the falsely elevated sodium test results is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Two falsely elevated sodium (na) patient sample test results were obtained from a dimension vista 1500 instrument. The falsely elevated test results were reported to a physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat test results were reported to a physician(s) as the correct test results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated patient sample test results.